Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Event description:
As reported by the user facility: limited information was provided for this complaint however, it was notified there was an over infusion issue with the pump.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400654905. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.